Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen upon startup. A field service engineer guided the customer through various troubleshooting steps to bypass the bios screen. After an attempt to reboot the station, the station successfully booted and launched the application as intended. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system exhibited a black screen upon startup. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.